Event description:
Original surgery on (B)(6) 2016. Patient was involved in an automobile roll-over accident. Blood and discharge at implant site was observed and implant/abutment were loose. Surgeon will replace implant and abutment. Revision surgery date not yet scheduled.